Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right ventricular (rv) lead was "incapable of use" and a possible lead fracture was suspected. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.